Event description:
Biased phyt results when testing a patient sample. The results were reported to the physicain. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.